Manufacturer narrative:
(B)(4) combined report. Additional information, including the reason for revision, post primary and pre revision x-rays, operative notes, patient details and an update on the patient following the revision was requested in order to progress with an investigation of this event, however, this information could not be provided and thus an investigation could not be conducted. The device details could also not be provided and the devices were not available for examination. As the device details were not provided, the relevant device manufacturing records could not be identified or reviewed. Based on the above, corin are unable to conduct any investigation and thus this case is now considered closed. However, should any additional information become available then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity revision. The reason for the revision and length of time which the devices were implanted is unknown.